Manufacturer narrative:
Final analysis found that the insulation was crushed at 25.8cm to 26.1cm from the connector pin, which exposed the outer coil. The damage sustained resulted from clavicular crush. An open circuit was found at the same location. The damage found likely resulted in the reported capture and impedance anomalies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, an intermittent loss of capture was observed on the lead. Impedance anomalies were noted as well. No patient symptoms were reported. A micro-dislodgement was suspected and a revision was performed. During the procedure, an insulation anomaly was observed and a micro-dislodgement was discounted as the cause. The lead was explanted and replaced. The patient was noted to be in stable condition.